Manufacturer narrative:
Block h2: correction: h10 block h6: patient code 1946 addresses the additional intervention required for the laceration. Device code 1074 addresses the reportable event of balloon burst. Block h10: investigation results a visual examination of the returned complaint device found that the balloon was mechanically cut and not returned. No damage found on the catheter of the device. Based on the available information, it is possible that factors encountered during the procedure, the technique used by the physician during the procedure, and/or the interaction between the scope and the balloon could have caused the balloon damage. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during an esophageal dilatation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was being inflated with an olympus inflator. It was noted that gradual increase of pressure was applied up to 5 atm; however, the pressure gauge would not rise easily, even though the gauge needle was moving. Reportedly, the physician inflated the balloon a little more for a 1 atm rise in pressure, but the balloon ruptured. The balloon was then removed from the patient, and it was confirmed with an endoscope that the esophageal constrictions became slightly torn. Computed tomography (CT) examination was performed and noted an air leakage. There was no treatment for the tears, but the patient was urgently hospitalized and was followed up with fasting management and administration of antibiotics. Per the physician's assessment, the physical cause of the esophageal tears was the balloon rupture but was a direct cause of the olympus inflator reading inaccurately. Additionally, it was reported that there was no malfunction or deficiency of the cre balloon. The patient's current condition is reported to be fine, and the patient was discharged during the weekend of november 30.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during an esophageal dilatation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was being inflated with an olympus inflator. It was noted that gradual increase of pressure was applied up to 5 atm; however, the pressure gauge would not rise easily, even though the gauge needle was moving. Reportedly, the physician inflated the balloon a little more for a 1 atm rise in pressure, but the balloon ruptured. The balloon was then removed from the patient, and it was confirmed with an endoscope that the esophageal constrictions became slightly torn. Computed tomography (CT) examination was performed and noted an air leakage. There was no treatment for the tears, but the patient was urgently hospitalized and was followed up with fasting management and administration of antibiotics. Per the physician's assessment, the physical cause of the esophageal tears was the balloon rupture but was a direct cause of the olympus inflator reading inaccurately. Additionally, it was reported that there was no malfunction or deficiency of the cre balloon. The patient's current condition is reported to be fine, and the patient was discharged during the weekend of (B)(6).